Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was submitted detailing a non-sponsored randomised trial of patient¿s with dysfunctional dialysis access at a single centre. 40 patients evenly split into 2 groups (dcb and poba) were included in the study. Medtronic¿s in.pact admiral (dcb) and admiral xtreme pta (poba) balloons were used. Technical success was achieved in 90% of cases. Clinical successs was achieved in 100% of patient¿s in the dcb group and 95% of patient¿s in the poba group. One patient in the poba group developed acute thrombosis 1 week after intervention with open thrombectomy performed. Primary patency rate was 90% in the dcb group at six months compared to 55% in the poba group. Secondary patency rate was 95% in dcb group at six months compared to 80% in poba group. Primary patency rate attwelve months was 65% in dcb group compared to 30% in poba group and secondary patency at twelve months was 95% in dcb group compared to 65% in poba group.

Manufacturer narrative:
Title: randomized controlled trial for paclitaxel coated balloon versus plain balloon angioplasty in dysfunctional haemodialysis vascular access: 12-month outcome from a non-sponsored trial author: dr. Skyi y.c. Pang, dr. Karen c.l. Au-yeung, dr. Grace y.l. Liu journal: annals of vascular surgery year: 2020 vol/issue: s0890-5096(20) ref: 10.1016/j.avsg.2020.10.0. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.